Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (100 mcg/ml at 60 mcg/day) via an implanted pump. The patient¿s medical history included chronic pain and lumbar stenosis. The indication for pump use was spinal pain. It was reported that the patient had a csf (cerebrospinal fluid) leak. The patient described a spinal headache and a fluid collection under the skin of the back incision. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient had surgical intervention to explore the catheter entry site. The physician inspected the surgical site and no break in the catheter was observed. No other diagnostics were performed. The spinal segment of the catheter was removed and replaced with a new segment so that the csf leak could be repaired, and the previous entry site was closed. There was no defect with the catheter. It was only replaced because the surgeon potentially hit it with a suture needle, and he wanted to be certain he did not perforate it. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.